Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided in the section d1/d2 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. Installed a water filled test reservoir, and primed pump. Verified the units left in the test reservoir and the units left on the display matched 284 units. Set a basal rate for 1 u/hr and monitored the pump for six days and several boluses were programmed and delivered; all basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during our testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The customer stated during the week of (B)(6) 2017 the customer found that his blood glucose would not go above 80 mg/dl. On (B)(6) 2017 the customer stated that he suddenly experienced a low where he became unresponsive and ems was dispatched. On (B)(6) 2017, the customer stated that he experienced another low that he estimates his blood glucose was 78 mg/dl and within 10 minutes his blood glucose dropped to 25 mg/dl - 30 mg/dl could not confirm. The customer stated that he feels that the insulin pump is delivering more insulin than it is reporting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia with seizures. Customer's blood glucose level was unknown at the time of the incident. It was reported that customer passed out at a convention. The location of the hospitalization was not provided. The product will not be returned for analysis.